Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the foley catheter was removed, it contained what appeared to be the sheath of the guidewire. The foley catheter had been placed by a doctor for a patient with an obstructed urethra, using a bard urologists tray. Additional information has been requested. Additional information received from the complainant on 08feb2021 via email. The catheter was placed on (B)(6) 2020 and removed on (B)(6) 2020. The actual sheath was present. The patient did not sustain any injury or require any treatment.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to " jacket too thin, handling of guidewire , inadequate jacket adhesion ,contact of jacket with sharp edge during procedure ". The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned

Event description:
It was reported that when the foley catheter was removed, it contained what appeared to be the sheath of the guidewire. The foley catheter had been placed by a doctor for a patient with an obstructed urethra, using a bard urologists tray. Additional information has been requested. Additional information received from the complainant on 08feb2021 via email. The catheter was placed on (B)(6) 2020 and removed on (B)(6) 2020. The actual sheath was present. The patient did not sustain any injury or require any treatment.